Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the device had an electrical reset. The reset was cleared and the device was reprogrammed. The physician decided to explant and replace the device. No patient complications have been reported as a result of this event.